Event description:
The user stopped hearing with the device about 2 months ago. The user had chronic otitis media (com) and also a history of com on the implanted side. The user was under medical treatment for the com. On (B)(6) 2021 a tympanoplasty with mastoidectomy was performed on the affected side. Follow-up revealed a repaired eardrum and no further otorrhea, or other evidence of chronic otitis media. Per latest information received, the device has been explanted due to severe suppurative otitis media with granulation on 09-feb-2022.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a device unrelated chronic otitis media. Reportedly an increase in impedance values was observed, however the reason seem to be related to physiological changes in the cochlea due to the reported infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient suffers from a device unrelated chronic otitis media. Reportedly an increase in impedance values was observed, however the reason seem to be related to physiological changes in the cochlea due to the reported infection. From the received measurements it appears that the device works within normal limits. Further steps are considered by the clinic; however no date has been scheduled yet.

Event description:
The user stopped hearing with the device about 2 months ago. The user currently has chronic otitis media. Per latest information received, the infection has healed, and the clinic would like to re-implant this user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing with the device about 2 months ago. The user currently has chronic otitis media.